Manufacturer narrative:
(B)(6). (B)(4). The device is returned, evaluation results not yet available.

Event description:
It was reported that, the patient underwent plf at c3-c7. Intra-op, surgeon planned to place mas crosslink at c4 on the left and at c5 on the right. The surgeon conducted final tightening on a set screw for mas crosslink, and when he set mas crosslink and tried to conduct final tightening at c4 with a locking screw, the set screw at c4 on the left broke (got separated from the hex part). He tried to remove the broken set screw using a driver but the driver didn't fit well, so he placed mas crosslink at c5 on the left and completed the surgery. The surgical time was extended not more than 15 minutes by this event. The product came in contact with the patient. The product broke and fragments were remained in the patient. No complications were reported. The surgeon placed mas crosslink at c5 right and c4 left on set screws, and tightened with mas crosslink locking screw provisionally. The event occurred at the time of final tightening at c4 left after conducting final tightening at c5 right. The surgeon was performing final tightening with counter torque as described in surgical technique, but the hex part of the set screw got separated before the surgeon reached the specified torque with torque limiting t handle. Because the remnant of the set screw got stuck inside the screw head at c4 and could not be removed, the surgeon changed his procedure and set mas crosslink at c5 on the left. Throughout the surgery, the same driver was used to instruments. The mas crosslink locking set screw which was used when the event occurred was disposed at the hospital.

Manufacturer narrative:
Product analysis : visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.